Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump errors alarms noted during testing however, the downloaded history files confirmed pump error alarms due to moisture damage on the electronic assembly. Moisture damage was found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error of moment in hall sensor detected. Customer¿s blood glucose level was 200 mg/dl. Customer also reported multiple errors. Customer was unable to perform rewind. The device will be returned for analysis.